Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit, the endoscopic image cannot be displayed. The most probable cause of the identified failure is cause traced to user. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an error that caused it to skip to the test image. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had an error that caused it to skip to the test image. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.